Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an acute retrograde type b dissection. This event was reported in the journal of vascular surgery 2008; 47: 1195-1202, june 2008. The stent grafts were implanted between 2001 and 2007. It was reported the pt rec'd a talent device to treat an acute retrograde type b dissection with mesenteric and leg ischemia. An acute retrograde type a dissection was caused 38 days post procedure by an intimal tear induced by the bare springs of the endograft. The pt was treated by an emergency procedure involving supra-coronary arch replacement. No additional clinical sequelae were reported and the pt was discharged.

Manufacturer narrative:
Results: (arterial trauma/dissection), (acute type b dissection). Conclusion: (acute type b dissection).